Manufacturer narrative:
After troubleshooting with dario's representative, a replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the new dario strips and control solution were received, the user called dario to report that the readings were out of range. The user's dario meter was tested with control solution and a new cartridge of strips: the meter did not read within range. Control solution level 1 test results was 154 mg/dl (range 104-150 mg/dl). Control solution level 2 test results was 294 mg/dl (range 187-264 mg/dl). A replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On august 17th, the user contacted dario to report high blood glucose (bg) readings.the user reported a fasting bg reading of 131 mg/dl with his dario meter. Due to the above, the user went to the doctor, where he received a bg reading of 91 mg/dl and 96 mg/dl with the doctor's meter.